Event description:
The patients spouse reported the patient had been hospitalized with diabetic ketoacidosis (dka). The patient¿s spouse stated the patient¿s blood glucose as ¿49% of time very high, 38% high, 12% in range over the previous two weeks.¿ the patient was wearing the pod between 24 and 30 hours when the pod ¿stopped working¿, displaying a ¿no active pod¿ error message. The patient was treated with an insulin drip. The pod was removed at the hospital and discarded. No specific dates were provided for the duration of hospitalization.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.